Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth and infection, as well as inflammation and tenderness at the abutment site. Subsequently, the patient was prescribed several courses of oral antibiotics (dates not reported). On (B)(6) 2015, the abutment was removed. The implanted device remains.